Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy dialysate and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. During the same month of onset, the patient was provided unspecified treatment for the event; however the ¿dialysate remained hazy¿. Twenty days after onset, the patient was treated again with unspecified antibiotics. Patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.